Event description:
It was reported that this right atrial (ra) lead became dislodged which caused oversensing atrial signal in the right ventricular (rv) channel as well as rv signal in the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) recommended an x-ray. This lead was repositioned and remains in service . No additional adverse patient effects were reported.